Manufacturer narrative:
Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Silicone migration: unable to observe since it is a medical event and is not related to the device. Lymphadenopathy: unable to observe since it is a medical event and is not related to the device. Granuloma: unable to observe since it is a medical event and is not related to the device. It is not possible to determine the lot number or catalog through the photos provided. It cannot be determined which device is for the left or right side per the photos provided.

Event description:
Healthcare professional additionally reported "MRI report shows implants in situ in the breast regions. Collapse of the right implant shell with silicone on the outside. There is also a right axillary lymph node, measuring 10.5 mm, which has silicone inside it (siliconoma). All of these findings are suggestive of extracapsular rupture of the right implant. Reactive right axillary lymph nodes were also observed. Signs of extracapsular rupture of the right implant, with ipsilateral axillary siliconoma."

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported "broken allergan implant". Subsequently, physician reported capsular contracture - baker grade iii. MRI report shows implants in situ in the breast regions. Collapse of the right implant shell with silicone on the outside. There is also a right axillary lymph node, measuring 10.5 mm, which has silicone inside it (siliconoma). All of these findings are suggestive of extracapsular rupture of the right implant. Reactive right axillary lymph nodes were also observed. Signs of extracapsular rupture of the right implant, with ipsilateral axillary siliconoma. This record relates to the right side. The device has been explanted..

Event description:
Healthcare professional reported right side "broken allergan implant". The device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed broken on posterior side assessed as unidentified (tear) opening (shell thickness within specification) and observed missing piece of shell assessed as inconclusive. Silicone migration: unable to observe as it is a medical event not related to the device. Lymphadenopathy: unable to observe as it is a medical event not related to the device. Granuloma: unable to observe as it is a medical event not related to the device. Capsular contracture: unable to observe as it is a medical event not related to the device. Additional observations: red particles observed in the gel. Red particles observed in the surface of the shell. Observed creases on the device. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported "broken allergan implant". Subsequently, physician reported capsular contracture - baker grade iii. MRI report shows implants in situ in the breast regions. Collapse of the right implant shell with silicone on the outside. There is also a right axillary lymph node, measuring 10.5 mm, which has silicone inside it (siliconoma). All of these findings are suggestive of extracapsular rupture of the right implant. Reactive right axillary lymph nodes were also observed. Signs of extracapsular rupture of the right implant, with ipsilateral axillary siliconoma. This record relates to the right side. The device has been explanted.